Event description:
Boston scientific received information that during a routine implant procedure, this right atrial (ra) lead was hung up on patient anatomy when attempting to remove the safety sheath. The lead ultimately broke apart before being freed from the anatomy. It was reported that the lead appeared to be hung up on scar tissue and approximately 5cm of the lead remained in the patient anatomy. The physician elected to leave the distal portion of the lead implanted in the subclavian vein. A new lead was successfully placed from a different access point. No adverse patient effects were reported during the procedure. The proximal portion of the lead was discarded and would not be returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
--